Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.8x26 mm rx graftmaster stent referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. The reported patient effects of angina, death, hypotension and arterial perforation are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure on (B)(6) 2015 was to treat a de novo, long diffused lesion in the proximal to mid left anterior descending (lad) artery with mild tortuosity and mild calcification and the patient presented with stable angina. Pre-dilatation was performed with a 2.5x15 mm trek balloon dilatation catheter (bdc). A 3.5x48 mm rx xience xpedition stent delivery system (sds) was advanced and the stent was deployed at 14 atmospheres (atm) for 20 seconds. Reportedly, there was still waist observed after the stent was implanted and a 4.0x8 mm nc trek bdc was advanced for post-dilatation. Multiple post-dilatations were done (16atm for 16secs, 16atm for 10 secs, three; 16atm for 8secs, twice; 18atm for 12secs; 18atm for 5secs and 18atm for 15secs) and during the last inflation, the patient suddenly complained of chest pain. A perforation was noted at the mid segment of the lad. A 2.8x26 mm rx graftmaster stent system was advanced and the stent was deployed at 12 atm for 6 seconds. Re-run of cine was performed and angiography showed the bleeding site had stopped and the procedure was ended. However, at midnight that evening the patient's blood pressure dropped and after checking on angiography bleeding was still noted where the graftmaster stent was implanted for treatment of the perforation. The patient was sent for emergency coronary artery bypass graft (CABG); however, the patient failed to survive the surgery and passed away on (B)(6) 2015 due to cardiac tamponade from the uncontrolled perforation and cardiac arrest. No additional information was provided.